Manufacturer narrative:
The field service engineer (fse) determined that the tarpon amp board and signal conditioner at the fl4 position was defective. The resolve the issue, the fse replaced the board at the identified position (fl4). Bec will file an MDR for this event based on the FDA classification of this issue as a class I fa (recall number (B)(4) for fc 500; recall number (B)(4 )for epics (B)(6)). Bec internal identifier: (B)(4).

Event description:
The customer reported unstable fl4 signal, flow set erratic values and patient sample results with populations shifted to the left on their (B)(4) flow cytometer. Erroneous patient results were generated but were not reported out of the laboratory. There was no reported death, injury or change to patient treatment.